Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also mentioned that customer was caught in a tornado and the insulin pump was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a constant motor error alarm during the rewind due to an out of phase motor encoder. Unable to perform the displacement test due to the motor error alarm. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.